Event description:
The customer reported that after the needle of the butterfly set was inserted into the pt, it was noted that the tubing was attached to the wings of the set and the needle was open at the opposite end. A small amount of blood dripped out and onto the nurse's finger, as she was not wearing gloves. The needle was removed. Another butterfly set was used to restart the procedure causing "greater pt discomfort." There were no reported adverse pt effects and no medical interventions were required. No add'l info was provided.